Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A procedure pak was returned and was visually inspected. Visual inspection confirmed that the probe manifold was used in the returned condition and the other components in the pak still had the paper bands which confirmed they were unused. The probe handle and cover were intact. The handle and the cover could attach and detach from the probe engine. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the handle part of the vitrectomy probe broke and could no longer be used during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.